Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3986a, lot# n241937, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3986a, lot# n241937, implanted: (B)(6) 2010, product type: lead. Product ID: 3986a, lot# n241937, implanted: (B)(6) 2010, product type: lead. Product ID: 3986a, lot# n241937, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The ins was removed in (B)(6) 2013 because it was ¿wasn¿t working¿. The ins had not worked since two months after implant. The leads were left in. Additional information has been requested.